Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation of returned guidewire revealed its core wire broken at approx. 18mm from distal end, coil wire elongated. Microscopic observation revealed the trace of repeated bends on the breakage site of the core wire, and confirmed that the breakage sites of the guidewire met each other. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the obtained information and outcomes of investigation, it is inferred the guidewire distal end was trapped in the target vessel, where guidewire manipulation was made in order to reposition the moved support catheter, resulting the repeated application of bending force to the guidewire and breakage of the core wire when the accumulated bending force exceeded the product design limit. Warning section of the IFU describes; · if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, to treat a heavily calcified isr cto lesion at lcx #11, unknown guidewire was advanced with unknown support catheter, but failed to cross because of heavy tortuous and heavy calcification. Guidewire was exchanged with the subject guidewire, which was advanced a little into the target lesion. It was then felt that the support catheter was kicked back. When the physician manipulated the guidewire to reposition the support catheter, guidewire tip was trapped in the lesion. During removal of the guidewire from the vessel, coil stretched and elongated, when the guidewire was entirely moved out from the anatomy, breakage occurred with the guidewire. It was reconfirmed that nothing of the guidewire is left in the patient body. No patient effect is reported.